Event description:
It was reported that the patient presented remotely via merlin.net. Upon reviewing, it was noted that the pacemaker was in backup mode. Programming changes were made. The patient was in stable condition.